Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 485 mg/dl at the time of incident. The customer was declined troubleshooting for high blood glucose. The customer stated that about a month ago he sent back 5 plugged sets. Customer stated that he ate a blt sandwich and 4 onion rings but his blood glucose went up to 485 mg/dl so he took a shot. Customer was unable to push insulin through his tubing. The insulin pump will not be returned for analysis.